Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, multiple fibroadenomas and cysts in the breast area.

Event description:
Patient's representative reported left side capsular contracture baker grade unknown diagnosed by MRI. Patient's representative also reported pain, multiple fibroadenomas and cysts in the breast area which are not device related and the device has been explanted.

Event description:
Patient's representative reported left side capsular contracture baker grade unknown diagnosed by MRI. Patient's representative also reported pain, multiple fibroadenomas and cysts in the breast area which are not device related and the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Wear abrasion is observed.